Event description:
Ous MDR - a battery error and pacing failure were reported for this device. The physician attempted to reinitialize the device but was unsuccessful. The device went into safety mode. The patient reported that they recently went hiking and were near high voltage power lines. The patients heart rate was between 47-60 bpm after the hike.

Manufacturer narrative:
The leads were not returned for an analysis. Prior to the pacemaker analysis, the quality documents accompanying the manufacturing process for the leads and this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As a first step of the analysis, the received pacemaker dump was thoroughly analyzed. The memory content documented an abrupt voltage drop associated with an elevated current consumption. Furthermore, on (B)(6) 2017 lead failures were documented in the memory, most likely as a result of the low battery voltage. The pacemaker was subsequently investigated. The device was neither interrogatable nor was any anti-bradycardia therapy functionality present. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The battery was found to be depleted. Using an external power supply, the elevated current consumption was still present. Therefore, the electronic module was sent to the manufacturer for further thorough analysis. The investigations revealed a damaged capacitor, leading to an elevated current consumption draining the battery. In summary, the clinical observation resulted from a damaged capacitor. The manufacturing records document a flawless device production, particularly the current consumption was normal and expected. The date of occurrence was not determinable.